Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1 of the controller. This issue is currently being investigated by the supplier. Additionally, there was a foreign substance found surrounding power port 1 and the serial data port. An internal inspection of the controller did not reveal foreign material. These findings partially confirm the reported event, as the serial port connector was not loose and the controller recognizes external power sources connected to both power ports. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the supplier is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
The report received indicated that the patient was seen in the clinic with complaints of loose power connections on one side of the controller. The device would not recognize that there was a power source connected. The patient underwent elective controller exchange in clinic and tolerated the procedure well. There were no reported consequences or impact to the patient. No further issues were reported. Investigation is ongoing.